Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. Despite the alarm, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support educated the customer on proper cartridge handling procedures and decided to replace the pump. Customer will continue to use current pump.